Event description:
It is reported that there is button error on the insulin pump. Customer's blood glucose was 169.2mg/dl. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corrosion on keypad traces. No button error alarms noted during testing. Insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. Insulin pump had a cracked case on the lcd display window corners, cracked lcd display window, minor scratches on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.